Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of free flow during a saline infusion was not confirmed through the review of the logs or reproduced during laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. ¿ spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. ¿ the review of the suspect pump module and concomitant pcu error logs showed no errors or malfunctions relevant to the customer¿s complaint. ¿ the review of the concomitant pcu event log showed that on 30oct2024 at 4:40 pm, the user selected the suspect pump module to program and start a new basic infusion of saline with rate: 10ml/hr and volume to be infused (vtbi): 250ml. The primary volume infused (pvi) was recorded as 96.917ml, which was an accumulated total from prior performed infusions. ¿ on 31oct2024 at 5:44 pm, the infusion completed alarming for keep vein open (kvo). The user immediately started a new infusion with vtbi: 250ml. The pvi was recorded as 346.921ml. ¿ at 5:55 pm, the user channeled off the unit. ¿ at 6:01 pm, the system was powered down. ¿ the total primary volume infused from the time the infusion was programmed on (B)(6) 2024 at 4:40 pm to 31oct2024 at 6:01 pm was calculated to be 250.004ml, the accumulated total at the start of the infusion (96.917 ml) was subtracted from the final total (346.92ml). No further infusions were noted on this day. ¿ it is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the pcu event log could not determine why the infusion that was programmed to infuse for 25 hours was terminated early after only infusing for approximately 11 minutes. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Notes to service: suspect pump module (B)(6). ((B)(4)). Please replace the bezel assembly as it was disassembled during the investigation. Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of free flow during a saline infusion was not identified during investigation. Review of the device logs did not find any programming issues and laboratory testing performance demonstrated the device was operating as intended. Note that imdrf annex a1801, a040502, c23, c0601, d11, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device free flowed saline. A routine order of saline was programmed to infuse at 10ml/hr with a volume to be infused of 250ml, however allegedly device free flowed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device free flowed saline. A routine order of saline was programmed to infuse at 10ml/hr with a volume to be infused of 250ml, however allegedly device free flowed. There was patient involvement but no harm.